Event description:
Reportedly, during a pacemaker replacement procedure, "detachment of the connector header" was observed during the lead connection procedure. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.